Manufacturer narrative:
Results: the nose cone of the handle was detached from the handle body. The handle body was partially opened. The tabs that hold the nose cone to the handle body were not broken. The nose cone was re-attached to the handle body. The handle was functionally tested on the handle test fixture for pull force and throw distance. The handle tested within specification. Conclusions: evaluation of the returned handle confirmed the nose cone was detached from the handle body. This type of damage likely occurred during transit from penumbra to the designated location. The tabs that hold the nose cone to the handle body were not broken. During functional testing, the nose cone was able to be re-attached. The handle was tested on the handle test fixture and was within specification. Penumbra handles are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician found that the tip of a penumbra coil detachment handle (handle) had broken off while the handle was being removed from its packaging. The damage to the handle was found prior to use and, therefore, the handle was not used in the procedure. The procedure was completed using a new handle.